Event description:
It was reported that the lesions were in the mid and proximal diagonal artery. The xience nano 2.25 x 28 mm was attempted to be used to treat the lesion in the proximal diagonal. It was unable to cross to the lesion. Two xience nano stents (2.25 x 12 mm) crossed and were successfully implanted. No adverse patient effects were reported. Then, the xience nano 2.25 x 08 mm was attempted to be used to treat the lesion in the mid diagonal. It was unable to be crossed distally through the two implanted xience nano stents. At this time, a small dissection was noted. No treatment was performed for the dissection and no other stents were attempted to cross. No adverse patient sequelae was reported. The patient was brought back to the cath lab three days later to check if the vessel was still patent, as no treatment had been performed for the small dissection. The vessel was noted to be patent and the outcome was good. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Distal to stent. The ability to cross a lesion can be impacted in numerous ways. Some of the contributing factors may consist of, but not limited to, patient anatomical condition, patient disease state, pre-dilatation strategy, device placement technique, device size selection and accessory device support. The 2.25 x 8 mm xience nano was advanced in attempt to cross two previously implanted stents. The stent delivery system (sds) was not able to cross the previously implanted stents and a small dissection was identified. In this case it appears that the sds interacted with the previously implanted stents and contributed to the reported failure to cross. It should be noted that the xience v domestic instructions for use (IFU) states that although the safety and effectiveness of treating more than one vessel per coronary artery with xience v stents has not been established, if this is performed, place the stent in the distal lesion before the proximal lesion in order to minimize dislodgement risk incurred by traversing through deployed stents. Additionally, it should be noted that the IFU lists dissection as a known adverse event associated with coronary stenting. The failure to cross appears to be related to the operational context of the procedure and there is no indication of a product quality deficiency. The dissection could be related to the attempts to cross through the previously implanted stents. Review of the device history record for this lot did not produce any findings relevant to this investigation.